Manufacturer narrative:
Investigation not yet complete. Upon completion, the information will be provided in a supplemental report.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested nasopharyngeal swab as a part of routine patient testing. Repeat testing was not performed. Confirmation testing was performed with quant studio 5 generating negative results. The customer stated the patient was asymptomatic the customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay the patient's treatment.

Manufacturer narrative:
Investigation: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m149190 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m149190 and test base part number 190-430 / lot m149190. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m149190 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles were deleted prior to export. A review of complaints against the kit lot for the reported issue indicates product performance is as expected and a product deficiency has not been identified.